Event description:
In 2000 the pt was admitted in an emergency situation and transferred from the itu to the ccu. The visiting surgeon handling the case inserted the lead of the temporary pacing catheter and the pt was transferred to the itu; however, later was returned to the itu for repositioning of the lead because the temporary pacing generator was showing pacing, but no sensing. The lead could not be repositioned successfully; therefore, it was replaced and a new electrode was inserted, which functioned correctly. The physician was reluctant to attribute the replacement of the leads as a contributing factor in the pt event.